Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed broken force sensor. The patient's blood glucose at the time of incident was 6.8 mmol/l. The patient was unable to clear the alarm.

Manufacturer narrative:
The insulin pump was received with a critical pump error open book error and broken force sensor was found in the formatted history file due to force sensor zero offset out of spec. The force sensor measured to be -0.015 mv. Unable to perform functional testing including self-test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. The insulin pump had cracked case on the back at the battery tube area, cracked battery tube threads, faded serial number label, minor scratched display window, minor scratched case and keypad overlay texture damaged.